Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is per customer's report of "june". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin infection while wearing the adc freestyle libre 2 sensor and experience itching, redness, and pus at the sensor site. Healthcare professional contact was made, and the customer was prescribed oral antibiotics for treatment. No further information was reported. There was no report of death or permanent injury.

Event description:
A customer reported a skin infection while wearing the adc freestyle libre 2 sensor and experienced itching, redness, and pus at the sensor site. Healthcare professional contact was made, and the customer was prescribed oral antibiotics for treatment. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to 3mh003pyrgd based on the returned product. Sensor 3mh003pyrgd has been returned and investigated. No physical damage was observed with the sensor patch and no issues were observed with the adhesive. The sharp was not returned. No malfunction or product deficiency was identified therefore, this complaint is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of the event is unknown. The date entered in section b3 is per the customer's report of "june". All pertinent information available to abbott diabetes care has been submitted.